Manufacturer narrative:
Based on the available information this event is deemed to be a product malfunction, no additional information was reported. Should additional information become available a follow-up reported will be submitted. (B)(4).

Event description:
It was reported that the device was leaking fluid from around the retention balloon. While troubleshooting for the cause, it was discovered that the retention balloon had been filled with 215 ml of fluid while in use. The device had been inserted two (2) days prior for the management of diarrhea. A review of the patient's medical record revealed no documentation of irrigation or instillation of medications therefore it is unknown how long the balloon was over-inflated. No rectal bleeding or injury was noted, no treatment was provided. The patient has since been discharged from the hospital, no additional information is available.